Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the md was having difficulty positioning the pump properly in the patient. The support was started and flows of 4.5 lpm were achieved, however patient did not tolerate any manipulation of heart due to the positioning of the impella and decision was made to remove the device and proceed with on-pump bypass.

Manufacturer narrative:
The cause of the delivery issue was use issue since the wire was exchanged while removing pigtail cath leading to wire malfunction. This report is being filed as part of a retrospective review of historical records.